Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-25. Investigation summary: it was reported that the glue at the base of the needle to adhere it to the plastic end was covering much of the needle. To aid in the investigation, one sample with the plastic shield and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is a white epoxy drip over on the needle. The photo shows a needle assembly with no plastic shield. There is a white epoxy drip over on the needle in the photo. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 301651, lot number 0071294. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. Settings and adjustments were found acceptable. Product flow was good. An analysis of the last three years of complaints for sku 301651 was performed. This is the first complaint during this time period from any customer. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that epoxy covered most of the needle ns 27ga 1-1/2in. The following information was provided by the initial reporter: "the customer shared the glue at the base of the needle to adhere it to the plastic end was covering much of the needle.".

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: it was reported that the glue at the base of the needle to adhere it to the plastic end was covering much of the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield. There is a white epoxy drip over on the needle. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 301651, lot number 0071294. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. Settings and adjustments were found acceptable. Product flow was good. An analysis of the last three years of complaints for (B)(4) was performed. This is the first complaint during this time period from any customer. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that epoxy covered most of the needle ns 27ga 1-1/2in. The following information was provided by the initial reporter: "the customer shared the glue at the base of the needle to adhere it to the plastic end was covering much of the needle."